Event description:
It was reported to philips that the operational test failed. There was reportedly no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and determined that the etco2 needed calibration. Upon conclusion of the evaluation, it was determined that the etco2 needed calibration. The etco2 was calibrated to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.